Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the attempted right atrial (ra) lead was difficult to adhere to the patient¿s appendage. The lead was removed and replaced successfully with another lead. No patient complications have been reported as a result of this event.